Event description:
The customer reported software problems and the system could not be used. There is no report of injury or death associated with this event. This is a reportable event.

Manufacturer narrative:
A ge service representative evaluated the system and reloaded software. The system operates as intended.